Event description:
It was reported the patient is deceased and died approximately six months post implantable pulse generator (ipg) replacement. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2012; 5076-35 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Additional information was received from the funeral home and listed the cause of death as: acute on chronic hypercapneic and hypoxemic respiratory failure, tracheal compression (fixed airway obstruction) pulmonary edema, end stage renal disease, diabetes mellitus, hypertension, coronary artery disease and hypothyroidism.